Event description:
The customer reported that the system locked up during the boot process during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Onsite investigation included inspection of system cables and power supplies. The ribbon cable to the image processor pcb and cine hard disk drive were reseated. The system was tested and found to be working as intended and put back into service.